Manufacturer narrative:
(B)(4). Correction - after further review of this event, it was noted that the issue with the xience alpine device should not have been FDA reportable. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: cordis 7 fr xb3, stent: xience 2.25 x 18. The device was not returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25 x 18 mm xience referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a 3.0 x 33 mm xience alpine (unk rx vs otw) stent delivery system (sds) and a 2.25 x 18 mm xience (unk rx vs otw) sds were inserted through a 7fr guiding catheter simultaneously. One stent pulled the other stent off the balloon tip during insertion. The stent was recaptured by inflating a balloon inside the guiding catheter. All devices removed as single unit and the stent was retrieved. There was no adverse patient effect. No additional information provided.